Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "implant rupture", "hardening and pain", "felt a lump", "leaking fear of developing cancer", "psychological burden" & "side silicone leakage". This record is for the left side. Device implanted.